Event description:
The st. Jude representative phoned to report that, during an implant, the high voltage lead impedance check (hvlic) was reporting "n/a". The patient was induced and the high voltage impedance was >200 ohms. Two more hvlics were performed and both reported n/a. At this point, st. Jude technical services was phoned and instructed that the voltage on the capacitors be dumped and another hvlic performed. Again, the impedance check reported n/a. A pc shock was performed, which resulted in inducing the patient into vf. The device did not detect the fib and no therapy was delivered. The patient had to be externally rescued. The ICD was not implanted and is being returned for analysis.